Event description:
It was reported the pt had been experiencing pain at the ipg placement site. The pt's ipg is implanted in the abdomen and is causing her discomfort while she sits down. Surgical intervention is pending to revise the ipg pocket site.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.